Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met specifications at the time of MFR.

Event description:
The pt had a complex abdominal wall repair where two pieces of infected mesh were removed and a recurrent hernia was repaired using veritas collagen matrix as a bridge on (B)(6) 2011. One week later the pt had abdominal pain and distension. A CT scan was done which revealed that the veritas mesh had pulled away from the inferior aspect and was causing a recurrent hernia. The pt was brought back to surgery on (B)(6) 2011 for wound exploration, removal of the torn veritas mesh and placement of two new pieces of veritas collagen matrix quilted together. The surgeon noted that the veritas had torn away from the area of the cecum with a tear running parallel all the way up to the area of the ascending colon. All of the sutures were intact and the veritas reportedly seemed to stay together on the other side of the repair. There was no other negative impact on the pt. He is reported to be stable with a wound vac and discharged from the hosp on (B)(6) 2012.